Manufacturer narrative:
(B)(4) . The customer indicated that the product would be returned to carefusion for evaluation. The product was returned and received by carefusion 07dec2016. No additional information was indicated on the device. The product part number and device name are still currently unknown. A supplier inquiry was sent to the possible manufacturers for determination of part number and any additional information regarding this product. No additional information was provided to date. A follow-up MDR will be submitted with any additional information that may become available.

Event description:
Medical specialties - shock sales rep stated via email: according to operating room staff, the suction electrode (lot 98194) arced at the connector side and shocked the surgeon using the device. No injury was reported. 14nov2016 the customer reported, her title is sterile processing manager, the device can be returned for investigation, the surgeon did not have any injury from the shock, the surgeon did not require any medical intervention due to the shock, the procedure was completed after the device was replaced with a different instrument, there was no patient injury or intervention the lap cholie was completed as planned.